Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they dispatched to hospital from diabetes ketoacidosis. The customer¿s blood glucose level was 550 mg/dl at the time of the incident. The customer stated that the insulin pump had unspecified pump error. The customer declined the troubleshoot for the high blood glucose. The device will not be returned for the analysis.